Event description:
Philips received a complaint on the v60 ventilator indicating that the navigation ring was unresponsive. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The authorized service provider (asp) found that the navigation ring was unresponsive and confirmed the issue. The front bezel where the navigation ring originally was installed was replaced and the reported issue was resolved. The investigation concludes that no further action is required at this time.